Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their stimulation became strong, even though their patient controller was not operated. Interrogation of the implantable neurostimulator (ins) with the patient controller ¿found values were in the range of 4.0 ma to 5.9 ma,¿ while they had been set to 0.6 ma ¿ 3.5 ma. Impedance testing found all electrode pairs had ¿ok¿ impedances, ranging from 670-1320 ohms. Since the ins¿s adaptive stimulation (as) feature was in use at the time of the event, it was checked whether the posture had been changed within the output adjustment stability time. It was found the posture did not change and the stability time (30 seconds) was maintained. The patient was re-oriented, the output was reset for each posture, and the output value limit was set to a maximum of 4.0 ma. It was unknown whether the issue was resolved at the time of report. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No further complications were reported or anticipated.